Event description:
It was reported that the right atrial lead sensing threshold was less than 0.2 mv and the capture threshold 4.0 v, 0.5 ms. X-ray revealed that the lead had dislodged into the ventricle. Attempts to reposition the lead were unsuccessful. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.